Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report possible loss of glucose readings on (B)(6) 2015. The patient did not report any injury or medical intervention. No additional event or patient information is available.